Event description:
Report received of a melted case. The pump was returned to the biomedical engineering department with a report of an alarm condition. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the door of channel c was noted to be meloted and the components of the door were shifted; subsequently, the door could not be closed. A yellow discoloration was noted on the top of the device and extended downward to the mechanism sheild. There were no reports of any adverse patient events while the device was in clinical use.